Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU and heartmate 3 lvas patient handbook instruct patients to call their hospital contact right away if they notice a change in how the pump sounds, feels, or works. Even small changes should be reported. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date was estimated. Approximate age of device- 7 months, 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient complains of shocks from his pump when he lays down at night. The patient's pump sounded different to auscultation according to the nurse practitioner who listens to all the patients' pumps. There were no adverse health effects due as a result of the abnormal sound. No additional information was provided